Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on 04 jan 2010, the patient was pre-operatively diagnosed with recurrent herniated disc l4-l5 with postlaminectomy instability l4-l5 and underwent the following procedures, anterior retroperitoneal approach l4-l5. Complete discectomy l4-l5. Anterior interbody fusion with bone morphogenic protein and tension band plate l4-l5. Fluoroscopic guidance. As per op-notes, ¿..a complete discectomy at l4-l5 was performed. A series of sizing devices were then used and a 14 mm, 5 degree cougar cage was chosen and implanted with bone morphogenic protein in the substance of the cage..¿. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.